Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken side assessed as unidentified (tear) opening . (Shell thickness was within specification). Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right side rupture confirmed with MRI and implant exchange "due to the concerns of the product". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported, right side rupture confirmed with MRI. And implant exchange, "due to the concerns of the product". Device remains implanted.